Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error with a message that stated the buttons had been held down for 3 minutes or longer. The blood glucose reading was 242 mg/dl. No significant events leading to the alarm were observed. The customer treated for high blood glucose levels with the insulin pump. Advised replacement of the insulin pump. Nothing further reported.